Event description:
The pt experienced surging sensations for the last half hour at the lead site, which started a week ago. She was not aware of any emi in the room. She had ketamine infusion and physical therapy a week ago. When she moved her back up and down it seemed to "blip". She turned down her stimulation and that reduced the "blip". She was at home. The healthcare provider confirmed that the pt experienced overstimulation and pain. It was unk if the event was attributed to the device. Her device was reprogrammed with good coverage and she no longer experienced shocking sensations. She recovered without sequela.

Manufacturer narrative:
(B) (4).